Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the valve loaded in the capsule of the dcs, visual analysis showed the handle components detached from the dcs. The device was received with the capsule fully closed and slightly over captured. The tip-retrieval mechanism appears intact. On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The device was returned with the end cap/screw gear snap fit connected. Delamination is observed over the nitinol reinforcing frame along the proximal end of the capsule. Two kinks are observed along the proximal end of the inner member shaft near the spindle hub. The tabs are observed to be detached from the male deployment knob component. The carriage components are intact. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Angiographic records were received for review. The films confirm that the valve was recaptured during deployment due to dislodgement. The subject dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The device was received with the capsule over-captured. The device instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Kinks were observed on the inner member shaft. The over-captured capsule may have caused the inner member shaft kinks. The device was received with the handle components detached from the dcs confirming the reported event. The snap fit tabs on the actuator component were observed to be broken/detached. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The carriage was also observed to be separated, most likely due to the actuator no longer securing the carriage components in place. The cine records submitted for review confirmed that the valve was recaptured in the descending aorta and removed from the body. Additionally, subsequent cines show a fluoroscopic load check. The load check shows a bent outflow crown. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the IFU contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the IFU instructs to inspect the valve under fluoroscopy for a misloaded bioprosthesis. A subsequent fluoroscopic load check shows a good valve load. The cines show the valve was fully deployed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s), the valve dislodged during the first attempt at deployment. The valve was then recaptured and the dcs handle to deploy the valve separated during the recapture. The separation of the handle was first noted during the second deployment. The valve was then fully recaptured, and the system was safely removed. The valve and dcs were replaced and returned for analysis. It was noted that the no unusual resistance was encountered when loading the valve by the experienced loader (about 50 previous loads) and no misload was identified. The deployment knob trigger was not used, and the handle was not overdriven at any point in the process. No adverse patient effects were reported.